Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient's lead migrated after a fall. The fall was unrelated to the device but since the fall she experienced the same pain she had before ins therapy. Symptoms returned. X-rays were taken and hcp mentioned that lead had clearly migrated and revision was need. No intervention were taken at the time of this report. Scheduled surgery for (B)(6) 2018 at which point hcp will attempt to thread the same lead back into its original position. If he can do this then the functional lead will not be removed. If not, he will remove this lead and replace the lead with an identical one. No surgical intervention occurred. Surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the doctor was able to thread the lead back into the appropriate position; the lead migration was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.